Event description:
Customer was hospitalized due to high blood glucose. Customer had a skin infection at the infusion set site. Customer experienced chronic pain. Customer was treated and released. Customer stated that the insulin pump is fine, the adjustment was made at the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.